Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforation of uterus's and fallopian tubes") and fallopian tube perforation ("perforation of uterus's and fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the uterine perforation, fallopian tube perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, pelvic pain and uterine perforation with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.